Manufacturer narrative:
(B)(4). Correction - initial MDR indicated the size of the device (2.5mm) involved in the incident is unknown, thus the complaint was logged for the smallest size of the device. However, size 2.5 mm does not exist for the reported lot number. The manufacturing site confirmed that the smallest size for the reported lot number is 7.5mm (1124800). Evaluation a visual inspection was performed on the returned device. No defect was observed from the returned device. The returned device was tested via calibrated endotest and no abnormalities were found. The cuff of the returned device was inflated and deflated without any abnormality or difficulties. No symptom of broken welding present. Both ends of cuff sleeve were still fully welded. The device history record for the reported lot number showed that the device passed inspection. The complaint could not be confirmed.

Event description:
The customer alleges that the welding on the tubing on the proximal tip of the balloon broke. No patient clinical consequences reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. Note: the size of the device involved in the incident is unknown, the complaint was logged for the smallest size.

Event description:
The customer alleges that the welding on the tubing on the proximal tip of the balloon broke. No patient clinical consequences reported.